Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's staph infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported that she developed an infection while wearing the pod between 1 and 4 hours. The patient visited her doctor and was diagnosed with a staph infection. The infection was treated with bactrim (antibiotic), IV zancomycin, and returned to doctor's office for 5 consecutive days to have her leg packed and drained.